Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to right ventricular lead noise. The noise was reproduced with isometric testing. The lead was capped and replaced. The patient condition was good.